Event description:
It was reported that there was a pericardial effusion with a cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution were selected to be used. The physician made a first puncture with transseptal, then removed the versacross rf wire from the left atrium to the right atrium and made a second puncture without complications. After, the was positioned in the laa and the wds was inserted. The closure device was deployed and successfully implanted in the laa of the patient. The procedure was completed. Post release of the closure device it was discovered that the patient had a pericardial effusion with cardiac tamponade at the septum of the patient. The heparin was reversed with protamine. The physician performed a pericardiocentesis and removed 250ml of blood from the patient. The patient did well follow this treatment and is expected to make a full recovery from this event. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet drugs at the time. The pericardial effusion was suspected to have occurred during the transseptal puncture, prior to device implant. In the physician's opinion, the device/procedure contributed to the patient complication. It was further reported that the first position of the transeptal puncture was too low. No malfunctions with versacross devices were reported. The patient was hospitalized and was discharged next day with full recovery.

Manufacturer narrative:
Due to additional information received, the fields b2 (outcomes attrib to adv event), b5 (describe event or problem), f6 and h10 (impact codes) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a pericardial effusion with a cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution were selected to be used. The physician made a first puncture with transseptal, then removed the versacross rf wire from the left atrium to the right atrium and made a second puncture without complications. After, the was positioned in the laa and the wds was inserted. The closure device was deployed and successfully implanted in the laa of the patient. The procedure was completed. Post release of the closure device it was discovered that the patient had a pericardial effusion with cardiac tamponade at the septum of the patient. The heparin was reversed with protamine. The physician performed a pericardiocentesis and removed 250ml of blood from the patient. The patient did well follow this treatment and is expected to make a full recovery from this event. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet drugs at the time. The pericardial effusion was suspected to have occurred during the transseptal puncture, prior to device implant. In the physician's opinion, the device/procedure contributed to the patient complication.